Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, rewind anomaly, keypad/button unresponsive/button error, no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-396, mmt-332a. Troubleshooting was not performed. Customer reported a short battery life or a low battery alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-396. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Inserted a new battery and a new battery cap. Unit powered on properly after battery installation. No unexpected failed batt test alarms noted. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement, active current measurement test, self test and displacement test. Thus software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no relevant alarms were recorded to confirm complaint. No alarms noted during testing of unit. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No abnormal behavior during download history review. No unexpected battery related alarms noted during testing. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. No damage noted on keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. The unit passed the keypad voltage test (3.2v). Unit was also received with battery tube threads - cracked and scratched case. In conclusion customer concerns were not confirmed during testing. Unit was tested successfully, and no unexpected no delivery alarms noted or battery related anomalies noted. All buttons functioning properly during testing. During visual inspection no evidence of moisture damage on keypad traces was noted. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.